Event description:
Reportedly, the pump was being set up by anesthesia and during priming, thepump did not deliver fluid. The display indicated the pump was functioning, but there was no output. The pump was replaced by another. No patient issues arose.